Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error. There was no patient present when this issue was identified. No additional information was provided.